Manufacturer narrative:
(B)(4). Date sent: 2/10/2025 d4: batch #502c04 investigation summary visual analysis of the returned sample determined that only the sleeve from the d12lt device was received with the duckbill out of position and present. In addition, the universal seal was not returned with the sleeve. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the duckbill out of position. A manufacturing record evaluation was performed for the finished device lot 502c04 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2024. D4: batch # unk. Additional information was requested and the following was obtained: "could you specify how the device was damaged? No has the sleeve been damaged? I don't know. Has the box been damaged? I don't know. Was there any inflation problem? It was not possible to use it. Were there any damaged seals? I don't know. Are there any visible broken parts? Sim, silt bores. Is the patient's current condition known? Yes, no damage. Were there any consequences or changes in the patient's postoperative care as a result of the event? (Prolonged hospitalization, readmission, reoperation, etc.) No" attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device shaft has loose rubber.